Event description:
The patient underwent surgery. During the surgery, the surgeon was unable to complete the lead replacement due to finding scar tissue and fibrosis in the neck covering the existing lead electrodes as well as the vagus nerve. Out of safety concerns for the patient, the surgeon elected to end the procedure without replacing the lead. The patient's husband then decided against generator replacement. The preexisting generator and lead were left implanted. The patient was unsure if the generator was left programmed off and desires finding a new surgeon who may be able to accomplish lead replacement.

Event description:
On (B)(6) 2014 it was reported that the patient was in a car accident a few months ago and when the patient was seen that day, diagnostics showed high impedance. This will be reported on MFR. Report # 1644487-2014-02092.

Event description:
Additional information was received stating that the vns patient was unable to feel stimulation from her device despite increasing her device settings. The patient stated that her depression was returning but was below pre-vns baseline levels. The patient stated that her psychiatrist believes her device was still functioning. The patient wanted to replace her generator because she believes it is approaching end of service. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2014 were received which indicated "vns appears non-functioning". Clinic notes dated (B)(6) 2014 indicated that the vns interrogation appears to be working but the patient reports no sensation - no voice changes were noted. Clinic notes dated 5/1/14 indicate that the patient is still having no physical sensation from vns. The patient's settings were increased. Clinic notes dated (B)(6) 2014 again reports that the patient can't feel the vns going off and that the patient is depressed. Clinic notes dated (B)(6) 2014 indicate that diagnostics test showed high lead impedance and output status of limit. Although surgery is likely, it has not occurred to date. Good faith attempts for additional relevant information have been unsuccessful to date. The high impedance is reported on MFR. Report # 1644487-2014-02092.

Event description:
It was reported that the patient is still searching for a surgeon to have a vns full revision surgery as the patient still has been experiencing an increase in depression. Per the physician the increased depression is above pre-vns baseline levels now and is due to the loss of vns therapy due to high impedance. The physician noted that the vns was disabled following the identification of the high impedance (the high impedance is previously reported on MFR. Report # 1644487-2014-02092). No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that vns patient¿s device was programmed off a while ago because the patient was not receiving efficacy; however, during an office visit on (B)(6) 2014, the patient¿s device was interrogated and found to be programmed on. Attempts for additional relevant information were made but have been unsuccessful to date.